Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow up two weeks after this implantable cardioverter defibrillator (ICD) was implanted, inflammation of the device pocket was noted. The physician did not feel that the inflammation was severe enough to warrant an explant of the ICD; however, there were some concerns of possible future erosion so it was decided to electively reposition the ICD under the pectoral muscle. When the patient was being prepared for surgery, it was discovered that there was pus in the pocket, indicating infection. The ICD was explanted, but the right ventricular (rv) lead remained implanted and in service. No additional adverse patient effects were reported.